Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer acknowledged. During initial follow up, the customer reported that the battery fully depleted while connected to the power source and the pump had shut off. When the pump was turned back on the battery gauge displayed 100%. The customer's blood glucose level as 91 (mg/dl). During a second follow up, the customer reported that the alert had not reoccurred after charging the pump.